Manufacturer narrative:
(B)(4). For related complaint on the same patient see (B)(4).

Event description:
It was reported by the rn who called from the cath lab with a patient that had an intra-aortic balloon (iab) placed. The cath lab did not attempt to zero the fiber optic sensor (fos) prior to insertion. They then removed that iab, and placed a second iab. They again did not attempt to zero the fos prior to insertion. She stated that there is no signal from the fos on the pump, and there is also no signal from the transducer. The pump is running currently. The fos light bulb is black with a blue background. The clinical support specialist (css) helped to troubleshoot the fos. The connection was not made therefore the css then had her check that the transducer is connected to the pump, and it is not. The css helped locate the arterial pressure (ap) cable for the transducer, and then connect the transducer to the pump. I walked her through zeroing the transducer. The rn stated that there is now a good ap waveform from the transducer. There was no report of patient injury or consequence. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of unable to get fos signal is confirmed. The fos fiber was broken and therefore the light path could not be established between the sensor and the pump. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn who called from the cath lab with a patient that had an intra-aortic balloon (iab) placed. The cath lab did not attempt to zero the fiber optic sensor (fos) prior to insertion. They then removed that iab, and placed a second iab. They again did not attempt to zero the fos prior to insertion. She stated that there is no signal from the fos on the pump, and there is also no signal from the transducer. The pump is running currently. The fos light bulb is black with a blue background. The clinical support specialist (css) helped to troubleshoot the fos. The connection was not made therefore the css then had her check that the transducer is connected to the pump, and it is not. The css helped locate the arterial pressure (ap) cable for the transducer, and then connect the transducer to the pump. I walked her through zeroing the transducer. The rn stated that there is now a good ap waveform from the transducer. There was no report of patient injury or consequence. Patient condition reported as fine.